Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after measurement, the surgeon selected ped2-250-20 and deployed it smoothly. When the surgeon wanted to perform guidewire, the proximal segment of the dense mesh shortened to the aneurysm. The surgeon immediately replaced it with ped2-300-20 and completed the operation smoothly and safely. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured middle bifurcation. Aneurysm with a max diameter of 10 mm and a 3 mm neck diameter. The landing zone was 3.5mm distal, 4.5 mm proximal. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was the blood vessels were thin, which was a saccular aneurysm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the pipeline that shortened into the aneurysm was not implanted. It was clarified that the original dense mesh stent had been removed and a new ped2-300-20 had been implanted to complete the operation. The cause of the shortening was not determined.